Event description:
Customer called to report a pod that she did not feel was delivering insulin. As a result her blood sugars (bg's) ranged form 200 mg/dl to a level of high. When the customer called her educator, she was instructed to go to the hospital. Once the customer was at the hospital, the pod was removed and she regulated bg's with injections. Customer stated she was not put on IV fluids, however, was instructed to drink water. Hosp ran tests to confirm an infection, but none was found. As a point of reference, customer also stated she had a wide range in bg's while using manual injections too. No further info is available.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or mfg deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated.. No problem found in the returned device. It is unk why the user experienced high bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.